Manufacturer narrative:
Additional information: x-ray image review result: post-op x-ray for minimally invasive l5-s1 fusion provided. X-ray shows separation of the tulip and screw after rod fixation and cupping. This is usually a result of the assembly where the components are joined. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure in the initial surgery: transforaminal lumbar interbody fusion (tlif) the patient underwent revision surgery for replacing the defected screw with a new thicker one. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unknown surgery due to unspecified reasons. Post-op, the thread and the head parts of the implanted screw were found to be separated from each other. No further details have been provided.

Manufacturer narrative:
Product analysis result: visual microscopic dimensional visual inspection confirms the (7576545-01) bone screw disassembled from the mas head. The ring (7545525-04) and crown (7546510-03) are still assembled in the head. Microscopic examination of the mas assembly identified a portion of the retaining ring is fully seated, but has been sheared through the cross-sectional area on both sides of the retaining ring gap, which would reduce the mechanical force required for bone screw detachment. The remaining sheared through a portion of the ring appears to be deformed and bent away from the head. The remaining portion of the retaining ring is still seated in the groove of the head. Dimensional inspection of the bone screw head diameter found to be within print specification. After completed analysis, no evidence was found that would suggest a defect in design or manufacturing of the implant. The above observations are consistent with overload as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.